Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that beginning a week and a half ago the patient started to experience intermittent surges. It was reported that they would get so strong, then they would go back to being weak again on their own. It was described as being like ¿staccato bursts and then it would calm back down¿. It was reported that they started to get worse towards the end of last week. It was indicated that the patient had adaptive stimulation, but their patient programmer was identifying the correct positions and amplitudes. The rep had the patient disable their adaptive stimulation but this did not resolve the issue. They then advised the patient to change groups and this did not resolve the issue either. It was reported that it happened again last night and the patient turned the stimulation all the way down. It was reported that it was occurring intermittently. It was indicated that the stimulation event was not related to the positional movement or with a specific position and it could not be replicated by palpation. It was reported that impedances were run and 1 and 11 were greater than 10, 000 ohms. The rep was advised to rerun them at 3v and then 1 and 11 were 7183, 1 and 9 were 987, 11 and 0 and 11 and 4 were both 9434, 11 and 5 were 6242, 3 and 11 were 6531, 1 and 3 were 1062 and 3 and 8 were 718. Therapy impedances for a1 were 372, for a2 were 757, b1 were 589 and b2 were 765. The rep was advised to try and program the electrodes that had lower impedances. It was discussed that maybe there was a possible intermittent issue happening. The rep stated that they would try this for a few days. It was reported that the event occurred in (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicted that the cause of the patient¿s high impedances was not determined. They noted that the patient was reprogrammed with full coverage of their painful areas. The patient stated that everything was good, and working correctly. Their adaptive stimulation was turned off, and an ¿lcc¿ was performed. The patient¿s pain and intermittent stimulation issue has been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had no therapy sensation. The representative attempted a lead connection check with adaptive stimulation on and saw a 565 error. It was noted that this error meant the lead connection check could not be performed when adaptive stimulation was enabled. The representative stated that the patient felt half the amount of stimulation the day before and no stimulation on the day of the call with twice the normal amplitude. There were no known falls or traumas and the change in therapy or symptoms was considered gradual. Further information received from the consumer reported that before the intermittent stimulation they were reaching up to a cabinet and felt pain around where the paddle lead was. An impedance check was run at 0.7v and all were greater than 10000ohms and again at 1.5v with all greater than 20000ohms with reference 0 and 1. When reference 2 and 3 were used it was found that electrodes 0, 1, 4, 6 and 7 were greater than 20000 and 11 was at about 18000 while all other pairs were between 756 and 971 ohms. They were going to program around the problem electrodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported new programs were given to the patient with full coverage of the painful areas without using the electrodes in question. The cause of the intermittent surges and high impedances on 1 and 11 was not determined. The patient¿s weight was (B)(6) pounds. The representative heard from the patient that everything was good for now. The patient was encouraged to call if any other needs or concerns arise. No further complications were reported/anticipated.